Event description:
According to the complaint, sample was aspirated, but the measurements were aborted, and no results were displayed on abl800 flex. Analyzer (serial number: (B)(6). Sample ID: (B)(6) was detected at 09:20 on (B)(6).

Manufacturer narrative:
The investigation has shown that the most likely cause is pre-analytical error with too small sample volume in the capillary tub. The analyzer worked as intended. Therefore, this incident does not meet the criteria for a reportable MDR